Manufacturer narrative:
Batch review performed on 7 january 2020: lot 179315: (B)(4) items manufactured and released on 11-apr-2018. Expiration date: 2023-03-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants involved in the event, batch review performed on 7 january 2020: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 179000. Lot 179000: (B)(4) items manufactured and released on 3-may-2018. Expiration date: 2023-04-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Stem: quadra-h 01.12.028 cementless, ha coated std stem size 8 (k082792) lot. 185959 lot 185959: 32 items manufactured and released on 11-dic-2018. Expiration date: 2023-11-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cup: versafitcup cc trio 01.26.45.1160 acetabular shell cc trio no-hole ø 60 (k122911) lot. 121904a. Lot 121904a: (B)(4) items manufactured and released on 9-apr-2018. Expiration date: 2023-03-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision of all hip components, 8 months after primary surgery, due to streptococcosis infection.

Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: delayed infection in cementless tha, 8 months after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.